Event description:
Info received indicates while testing the bed, the tech found that the bed failed the electrical safety test due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The tech replaced the power cord to repair the bed.